Event description:
Peripheral insertion site was selected. As clinician tried to remove needle & spring wire guide (swg), resistance was met. After several attempts were made, swg became damaged and tip retained in pt. Under fluoroscopy, tip of wire located & with approx. 3cm cut, tip was surgically removed. There were no associated pt complications reported.